Manufacturer narrative:
Updated fields: b5, d8, d10, g3, h2, h3, h4, h6, h10 this supplemental report is being submitted to provide the legal manufacturer¿s final investigation. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation also found camera cable is damaged (holes), camera cable is flooded, there is water immersion in the main body imaging, and scope mount is flooded. Based on the results of the investigation, it is likely that the following led to the malfunction: moisture entered the main unit through the hole, the internal ccd malfunctioned, resulting in the failure of normal communication and the flickering of the images. A definitive root cause could not be determined. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. This issue is addressed in the instructions for use (IFU): (1) IFU applicable sections the following statement is included in the "warnings" section in the "instructions for use" section of the instruction manual: ·there are no abnormalities in endoscopic images or functions. If an abnormality occurs in the endoscopic image or function and returns to normal spontaneously, the device may have already malfunctioned. If you continue to use the device as it is, the abnormality may occur again and the device may not return to normal. In this case, discontinue use immediately and slowly pull the endoscope out of the patient. Continued use of such an instrument may injure the patient or cause bleeding or perforation. (2), (3), (4) IFU applicable sections the following statement is found in the instruction manual "precautions for cleaning, disinfection, and sterilization" and "warning" in "storage". Do not clean, disinfect, or sterilize this product together with tweezers, forceps, or scalpels. There is a risk of puncturing the camera cable and destroying the electrical circuitry inside the product due to water leakage. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported that the camera head "image sometimes flickered". The issue was found during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported that the camera head "image sometimes flickered". There were no reports of patient harm.